Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 37 boxes were received with contamination. The following information was provided by the initial reporter: media 221788_2251073 - contamination product was received refrigerated on arrival and looked good initially. The microbe was stained and found to be gram negative, possibly a bacillus, but no growth could be detected from plates.

Manufacturer narrative:
Medical device brand name: bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2251073 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on this batch. Retention samples from batch 2251073 (10 tubes) were available for inspection. Media did appear trace hazy/hazy in 10/10 retention samples. Material 221788 prior to using is supposed to be boiled for ten minutes. For investigation two tubes were boiled for ten minutes. After ten minutes the media cleared to a medium yellow. For further investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degrees celsius, and the one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth or change in media color and clarity in 2/2 incubated retention tubes. A gram stain was performed no organisms were recovered. Six photos were received to assist with the investigation: four photos show microscope photos of gnr¿s two photos show five tubes from batch 2251073. The media in all five tubes does appear to be hazy with particles. Returns were received to assist with the investigation. Three hundred tubes form batch 2251073 were received in the original bd 100-pack carton (carton numbers 0088, 0072, and 0017). Individually placed in specimen containers and specimen plastic bags received in a fed ex shipping bag. The media in all 300/300 returned tubes was medium yellow trace hazy which is described in the certificate of analysis. For further investigation all 300/300 returned tubes were incubated. Two returned tubes were incubated at 33-37-degrees celsius, and one-hundred returned tubes were incubated at 20-25-degrees celsius. At the end of a seven-day incubation period there was no change in the color and clarity of the media and no microbial growth was observed in 300-300 incubated returned tubes. One returned tube was gram-stained and gram-negative rods were observed under the microscope, but no microbial growth was observed on tsa sheep blood 5% agar. This complaint can be confirmed based on the returns received for non-viables/appearance defect. Bd will continue to trend complaints for non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying or other signs of deterioration". Material 221788 prior to using should be boiled for ten minutes the media should clear to a medium yellow. Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. The CAPA is currently in the investigational stage where applicable corrective actions are being identified. Bd expects improvement in the observation of hazy media due to non-viables as the CAPA progresses. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 37 boxes were received with contamination. The following information was provided by the initial reporter: media 221788_2251073 - contamination product was received refrigerated on arrival and looked good initially. The microbe was stained and found to be gram negative, possibly a bacillus, but no growth could be detected from plates.